Event description:
It was reported the pt had a sparc sling system implanted. The pt experienced erosion of internal bodily tissue, hardening and scarring, chronic pain and suffering, dyspareunia, emotional distress, worsening urination, mental anguish, and debilitating permanent injury. The pt underwent a non-specified surgery.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.